Event description:
Customer reported via phone, she believes the insulin pump is malfunctioning. Customer stated after dinner her blood glucose was 460 mg/dl, treated, and hour later retested and meter read high. Troubleshooting was performed and it was found the drive support cap was flush. She primed into the air and the no insulin came out and it was at 10 units. Troubleshooting was performed for damage. Cracks on the left lower corner of the screen and is unaware how damage occurred. The drive support cap was flushed and she didn't recall pressing it in while connected. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The drive support disk was inspected and no anomaly was noted. The following cosmetic damage was noted: cracked at the display window corners, cracked display window, cracked battery tube threads, and minor scratches on the lcd window.